Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the right coronary artery. The 4.0 x 15 mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance noted due to interactions with the anatomy. The balloon ruptured during the second inflation at 8 atm. The procedure was completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no leak noted to the balloon during preparation or the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon dilatation catheter (bdc) interacted with anatomy resulting in the reported difficulty advancing. Additionally, it is likely that the balloon material was damaged during advancement resulting in rupture during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.